Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, wear abrasion, fold creases, linear opening, observed void >1 mm in non-textured, valve-to shell-bond area. The leak test and microscopic analysis was performed which identified, a linear smooth opening on radius in the same location of crease and punctured on anterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a crease smooth opening assessed, as fold flaw opening. Punctured assessed, as surgical damage like.

Event description:
Healthcare professional reported, a left side deflation. The device has been explanted.